Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating the brand new fiberscope is "still contaminated after 10 reprocessing," involving pentax model fcy-15rbs/serial (B)(4). On 05/22/2015, pentax medical received 3 results of biological sampling performed in (B)(6) 2015 and reprocessing information from the facility as follows: (B)(6). Tolerance in (B)(6) is <1 cfu. Brushes sp1824 from lta medical, the set integrates brushes for channels, size 18 to 2,4mm, and one external brush. Cleaning / pre-disinfecting chemical hexanios from anios. Disinfectant chemical anioxyde 1000 from anios for manual reprocessing. During (B)(6) 2015, the device was reprocessed an additional 2 times at the facility with non-conforming results. On 06/30/2015, pentax medical received results of biological sampling performed on (B)(6) 2015 which confirmed the device was conformed.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 25-oct-2016, a device history review was performed which confirmed the fiber cystoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.